Event description:
No additional information has been received.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: h6: method code was added: 3331 and 4109. H6: results code was added: 213. H6: conclusions code was added: 67. A summary investigation has been completed for infection events identifying that a definitive root cause cannotbe identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. DHR review was completed for the subject lot number (1230315). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op#140) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (1230315) for similar event and one (1) other relevant complaint was identified, ((B)(4)). Investigation has identified that the most likely probable causes are related to patient biological factors/condition and surgical technique. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided.

Event description:
It was reported that the implant at tooth site # 11 developed an infection and was removed. Fistula present multiple times over the 3 month period.